Event description:
It was reported that five (5) large volume folfusors under infused. The expected therapy time was 23 hours; however, after the 23-hour infusion time an unspecified volume of solution remained in the device. The device was filled with 12g of piperacillin tazobactam diluted in 230ml of an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 28, 2022 and november 30, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.